Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was exchanged.

Manufacturer narrative:
Evaluation summary: the lens was returned with the optic cut into three pieces adhered to a tegaderm bandage. Viscoelastic is observed. Both haptics are still attached to the small center portion. Power and resolution could not be checked due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provide that the 3.75cyl, 20.0 diopter was replaced with a 3.75cyl, 23.0 diopter lens. (B)(4).